Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation exterior physical visual inspection: fail - sensor wire is missing. Is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.